Event description:
The aquacel foam sacral adhesive dressing was being used on the patient. The patient's skin became excoriated underneath and around the adhesive edges of the dressing.======================manufacturer response for aquacel foam adhesive sacral, aquacel foam adhesive 8in x 7in (per site reporter).======================manufacturer said that they had not had other similar reported issues, but that they would make note of it. Vendor rep called to follow up with wound care nurse.what was the original intended procedure?wound therapy.device #1is this a laboratory device or laboratory test?no.